Event description:
The hospital reported that during procedure, they had issues with the vasoview hemopro 2, jaws would not touch. Procedure was completed with new device. No delay, no patient harm.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 09/04/2025. An investigation was conducted on 09/08/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting device handle as well as the heater wire. The heater wire was observed to be intact. The clear silicone insulation on the hot jaw was observed to be intact. The clear silicone insulation on the cold jaw was observed to be peeled back from the cold jaw at the tip of the cold jaw, exposing the cold metal jaw tip. No other visual defects were observed. The toggle was manipulated to open and close the jaws. The jaws were able to be opened and closed and there were no visual defects observed on the closed jaws. They were aligned and closed normally. Based on the returned condition of the device as well as the evaluation results, the reported failure "mechanical problem- jaws" was not confirmed, however, the analyzed failure "peeled; delaminated; jaw" was observed. The lot # 3000485411 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures.

Event description:
The hospital reported that during procedure, they had issues with the vasoview hemopro 2, jaws would not touch. They did not look like they were touching all the way. Procedure was completed with new device. No delay, no patient harm.